Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300-400 mg/dl range. A correction bolus was delivered to address the bg level. Prior to calling tandem customer technical support (cts), the customer's troubleshooting found that the infusion set site was a possible cause of the occlusions. The site was changed; no damage was noted to the cannula. The customer continued to receive more occlusions and all appeared to be possibly related to the site; however, no additional information was provided about the cannulas. Cts advised the customer to discuss the occlusions with a healthcare provider before trying a new infusion site area. The customer acknowledged.